Event description:
The customer called in to report possible hemolysis. She described it as being lypimic and a light orange/peach in color. The customer stated that she had never seen that before and assumed it was hemolysis. The procedure was ended at 15 minutes. They had collected 69 mls of plasma and 17 mls of platelets. There were no alarms or alerts during the procedure. The pt's outcome, identifier and date of birth are not available at this time. The disposable kit will not be returned as it has been discarded. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file (rdf) was analyzed for this event. The signals in the rdf do not indicate a clear cause for the possible rbcs or hemolysis observed in the cassette during the collection. The signals in the rdf do have some indication that the system might not have seen clean plasma as expected at the beginning of the procedure. However this is not typically an indication of hemolysis. The customer mentioned some observations of lipemic plasma which could have possibly contributed to the unexpected signals in the rdf. Additionally, the signals from the rbc detector indicate that the system was approaching the point of triggering for an rbc spillover, however the procedure was ended before any alerts were triggered. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would affect product quality. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the rdf analysis and the timing of the color change, the color change observed by the operator was likely due to an rbc spillover and not hemolysis. If the run had progressed further, the trima accel system would have alerted the operator to the spillover.